Event description:
A customer contacted beckman coulter inc. (Bec) stating that the rbc was recovering low with wbc voteouts on the unicel dxh 800 coulter hmx cellular analysis system. Approximately 40 patient samples run on a single shift were affected. Review of results submitted by the customer for three representative patient samples revealed high wbc and low rbc, mcv and platelets (plt) values inconsistently falling outside of accuracy specifications for the instrument. The erroneous results were reported outside of the laboratory. No reports were amended since the correct results obtained by running the samples on an alternate instrument did not yield a difference which met the customer's criteria for clinical significance. The results provided by the customer are shown in the attachment. There was no affect to patient with regard to this event.

Manufacturer narrative:
Al samples were fresh edta whole blood. Per customer, qc before and after the incident recovered within range and the instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) went on-site (B)(4) 2011. Fse cleaned rbc bath assembly and bsv. Fse also inspected and cleaned the sample probe and did not note any problems. Fse performed cbc repeatibility test which passed. Fse also roughly adjusted the rbc calibration factor to get better mchc (mean cell hemoglobin calculation) results and verified daily checks and all qcs which passed. Repair was verified per established procedures and results met published performance specifications. The root cause for this event is unknown, however, the apertures needing to be cleaned may have contributed to this event.